Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was analyzed and no anomalies were found, the initial report could not be confirmed. The voltage of the disposable battery returned with the device measured lower than normal operating conditions, which contributed to the event.

Event description:
It was reported by a nurse that the epg (external pulse generator) was unable to be powered on with new batteries. The clinical engineering department was unable to recreate the event. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.